Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level was 388 ¿ ¿high¿ on the continuous glucose monitor. Customer addressed bg with a correction bolus via pump. The customer replaced cartridge to resolve the issue.